Event description:
The manufacturer received information alleging that when the trilogy evo, korea device is connected to ac power, the power led light does not turn on, and the battery does not charge. The device was not in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's complaint was confirmed. The device's power supply was replaced to address the issue. In addition, an evt_internal_batt_not_detected error was discovered in the device's event log, and the internal battery was replaced to address the error code. Additionally, during usb verification (inlet), an error occurred communicating with the device. The device's system board was replaced. The in-line filter. Prox was replaced due to the in-line filter. Prox is clogged with dust. The device's muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance requirements. The software was upgraded to version 1.06.10 the unit passed final test.